Event description:
The customer reported that while they were performing a patient procedure, the CT tabletop became free floating. There was no harm to a patient, operator, or bystander as a result of this issue. A philips field service engineer (fse) evaluated the CT system and determined that the wing nut latch assembly had failed and replaced the latch assembly to resolve the issue.

Manufacturer narrative:
(B)(4). The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. The fse determined that the wing nut latch assembly had failed and replaced the latch assembly to resolve the issue. No other service latch complaints have been received from the customer after the service latch was replaced. After the fse¿s service, the system was working as specified. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual. When a failure of the latch occurs, the couch upper subframe is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. CT engineering determined it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub-frame when the service latch is not engaged. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: a. Service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. B. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. ¿ brilliance CT IFU (v2.3), section 1.10 (¿training¿) c. Execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. ¿ brilliance CT IFU (v2.3), section 4.4 (¿daily checks¿) d. Service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. ¿ br 64 iq and dose testing instructions (section 1 - introduction). ¿ br 64 iq and dose testing instructions (sections 5 & 6, table 3). E. Execution of auto iq tests, per service instructions, enables detection of table position errors. ¿ br 64 iq and dose testing instructions (section 1 - introduction). ¿ br 64 iq and dose testing instructions (sections 5 & 6, table 3). F. For oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. ¿ brilliance CT therapy table top installation instructions. ¿ brilliance therapy table top installation instructions g. During a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. CT engineering also determined that there is a potential for undesired radiation to the patient due to carbon top stops/free floats before scan completed. In such cases, the trained professional may determine a rescan is necessary. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. A field safety notification was sent to the field on 08-apr-2014 stating that: ¿ if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. ¿ a copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. The fse replaced the latch assembly to resolve the issue. The root cause of the failed service latch could not be determined based on the information provided.